Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during lead implant, physician was unable to get good sensing measurements. Lead was not used and was replaced. Patient was stable.